Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed self test and displacement test. Pump error 4 and 53 found in the pump history due to software error. Unit received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. Customer can clear the alarm and rewind pump. Customer was informed that pump was working as designed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.